Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak between the safe lock adapter luer lock connector and the baxter bag. Upon follow up, the registered nurse (rn) stated that the patient was in the clinic for their normal 6 month extension set replacement (no product issue with the extension set) and was reviewing the apd adapter product notification letter. The rn stated that the patient knew of the situation and has had issues with the connection between the baxter bag and the apd connector. The patient reported that it is as if the connection will not tighten fully and continually just screws around and around. The patient reported to the rn that there was a small leak / breach in the system noticed in the morning after completing treatment between the baxter icodextrin bag and the apd adapter (event date was unknown). The patient reported that they could see drops of fluid out of the connection. Th rn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention related to the event. The rn stated that she took the time to review information related to this, specifically, not to use the products if the connection is not tight or leak is noticed, when to re-set up with new supplies, when to report these issues to her, and reviewed overall peritonitis protocols. The apd adapters that was used was disposed of and not available for return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.